Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed an "gas module error" message. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation and exchange. Nk's repair center confirmed that the "gas module error" could be duplicated after extended operation. Diagnostic testing identified a pneumatics hardware issue associated with the gas pump/sensor assembly. The unit had high cumulative operating hours and showed cosmetic wear but no fluid intrusion. Corrective action included replacement of the pump assembly and multiple related components, a firmware update, and full functional testing. After repair, the device met all manufacturer specifications. The root cause is related to hardware failure. Nihon kohden will continue to trend and monitor. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed an "gas module error" message. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed an "gas module error" message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed an "gas module error" message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.